Event description:
Caller reported an occlusion alarm, but cts could not verify the alarm number in the pump history. Despite the occlusion issue, customer¿s blood glucose level did not exceed 500 mg/dl, and the cgm did not read ¿high.¿ customer resolved the occlusion by reloading the same cartridge and successfully resumed insulin delivery. Cts determined frequent or recurring occlusion issues were not present, and additional assistance was deemed unnecessary, resulting in the closure of the case.